Manufacturer narrative:
H10: manufacturing review: the device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twenty one days post filter deployment patient presented with chest pain and shortness of breath. Subsequent, computed tomography revealed positive for pulmonary emboli and migration of the vena cava filter to the junction of the ivc and right atrium. Clot was identified in the right atrium. Subsequently next day patient was scheduled for filter retrieval. Computed tomography performed revealed the filter has been noted to migrate to the junction of the inferior vena cava with its apex extending into the right atrium. There was clot associated with the filter. Multiple attempts with guide wire and caliper manipulation at passing the guide wire through the short end of the filter were unsuccessful as it was heavily tilted towards the pulmonary artery. At this point attempts using the recovery docking retrieval set were unsuccessful in grabbing the filter. Subsequently, using a nitinol snare it was able to grab the apex of the filter, however, it was unable to push 9 french sheath over the filter to adequately collapse the legs. With gentle manipulation the filter was now advanced completely into the right atrium with no apparent legs still within the inferior vena cava. Additional attempts at snare the filter was unsuccessful. The left internal jugular vein was accessed. Attempts at placing a snare over the filter from this approach. The filter was extracted through the right atrium. Therefore, the investigation is confirmed for filter tilt, retrieval difficulties and filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus in the right atrium post deployment. However, the relationship to the filter is unknown. Per medical records, multiple attempts were made to engage the apex of the filter using snare and cone but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated to heart. The device was removed percutaneously. The patient was diagnosed with pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately twenty-one days post deployment, the patient presented to the hospital with chest pain and shortness of breath, a computed tomography angio (cta) chest was performed and it revealed the study was positive for pulmonary emboli. There appears to be an inferior vena cava filter which migrated proximally into the junction of the inferior vena cava and right atrium. There appears to be a clot in the right atrium. The next day, the patient scheduled for the filter retrieval; the right internal jugular vein was accessed. Computed tomography (CT) scan of the filter has been noted to migrate to the junction of the inferior vena cava with its apex extending into the right atrium. There was clot associated with the filter. Multiple attempts with guide wire and caliper manipulation at passing the guide wire through the short end of the filter were unsuccessful as it was heavily tilted towards the pulmonary artery. At this point attempts using the recovery docking retrieval set were unsuccessful in grabbing the filter. Subsequently, using a nitinol snare it was able to grab the apex of the filter, however, it was unable to push 9 french sheath over the filter to adequately collapse the legs. With gentle manipulation the filter was now advanced completely into the right atrium with no apparent legs still within the inferior vena cava. Additional attempts at snare the filter was unsuccessful. The left internal jugular vein was accessed. Attempts at placing a snare over the filter from this approach. The filter was extracted through the right atrium. In discharge summary echocardiogram reported there was a clot left in the heart. Therefore, the investigation is confirmed for filter tilt, retrieval difficulties and filter migration. Additionally, it can be confirmed that the patient experienced pulmonary embolism and thrombus in the right atrium post deployment. However, the relationship to the filter is unknown.per medical records, multiple attempts were made to engage the apex of the filter but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b7, d4(expiry date: 04/2008), g3, h6(method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter migrated to heart. The device was removed percutaneously. The patient was diagnosed with pulmonary embolism; however, the current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided),the filter allegedly migrated to the pulmonary artery and ultimately traveled to the right atrium. The patient was said to have experienced multiple pulmonary emboli. The vena cava filter was successfully captured and retrieved. No additional information was received. Patient status was not provided.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: the patient with history of super morbid obesity with some venous insufficiency was scheduled for vena cava filter placement prior to gastric bypass surgery. The right femoral vein was accessed and the filter was deployed with good fixation at the level of l2-l3. Pressure was held until hemostasis was obtained. Approximately three weeks post filter deployment, the patient presented with complaint of chest pain and shortness of breath. CT scan of the chest was performed which demonstrated bilateral pulmonary emboli as well as migration of the vena cava filter to the junction of the ivc and right atrium. Clot was identified in the right atrium and cardiac echo or a MRI of the heart was recommended. The patient was transferred back to the emergency department. The following day, the patient was scheduled for retrieval of the filter. The right internal jugular vein was accessed and a guidewire was advanced to the right atrium. Multiple attempts were made with guidewire and caliper manipulations to pass through the short end of the filter were unsuccessful. Subsequently, a snare device was able to grasp the apex of the filter; however, a sheath could not be advanced over the filter to adequately close the legs. The filter was advanced completely into the right atrium. Additional retrieval attempts were unsuccessful. The left internal jugular vein was accessed and a 9 french sheath was placed. The filter was eventually extracted through the right atrium, superior vena cava and out of the jugular vein. Hemostasis was achieved and the patient was transferred to the cardiovascular intensive care unit for anticoagulation therapy. The patient was kept on bedrest due to clot remaining in the right atrium. The patient progressed well and the chest pain disappeared. The patient was discharged from the hospital approximately eight days post hospital admission. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately three weeks post filter deployment, the patient presented with complaint of chest pain and shortness of breath. CT scan of the chest was performed which demonstrated bilateral pulmonary emboli as well as migration of the vena cava filter to the junction of the ivc and right atrium. The following day, the patient was scheduled for retrieval of the filter. Multiple attempts were made with guidewire and caliper manipulations to pass through the short end of the filter were unsuccessful. Subsequently, a snare device was able to grasp the apex of the filter; however, a sheath could not be advanced over the filter to adequately close the legs. The filter was advanced completely into the right atrium. Additional retrieval attempts were unsuccessful. The left internal jugular vein was accessed and a 9 french sheath was placed. The filter was eventually extracted through the right atrium, superior vena cava and out of the jugular vein. Based on the provided medical records, the investigation is confirmed for migration and difficulties removing the filter. It can also be confirmed that the patient had pe after implantation. However, the origin and filter's relationship to the pe is unknown. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migrations of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and /or dislodgment due to large clot burdens. - acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The risk/benefit ratio of any of these complications should be weighed against the inherent risk/benefit ratio for a patient who is at risk of pulmonary embolism without intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment (date not provided),the filter allegedly migrated to the pulmonary artery and ultimately traveled to the right atrium. The patient was said to have experienced multiple pulmonary emboli. The vena cava filter was successfully captured and retrieved. No additional information was received. Patient status was not provided. New information received: medical records were received and reviewed. The patient with history of super morbid obesity with some venous insufficiency had a vena cava filter successfully deployed prior to gastric bypass surgery. Approximately three weeks post filter deployment, the patient presented with complaint of chest pain and shortness of breath. CT scan of the chest demonstrated bilateral pulmonary emboli and migration of the vena cava filter to the junction of the ivc and right atrium. The following day, the right internal jugular vein was accessed and multiple unsuccessful retrieval attempts were made to retrieve the filter. The filter was completely advanced to the right atrium and eventually was extracted from the right atrium, superior vena cava and out the internal jugular vein. Hemostasis was achieved and the patient was transferred to the intensive care unit for anticoagulation therapy. The patient was discharged from the hospital approximately eight days post hospital admission. No additional information was provided in the medical records received.